Manufacturer narrative:
A4-a6:unk. H6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a 12.1mm vticmo12.1 implantable collamer lens of -9.0/1.5/091 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2023. On (B)(6)2024, the lens was exchanged for a longer length lens due to lens rotation not associated to low vault; and the problem was resolved. Cause of the event is unknown.

Manufacturer narrative:
Additional information: device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found no visible damage to the lensn. Dimensional inspection found the lens to be within device specifications. Claim#(B)(4).